Manufacturer narrative:
Per the viscoelastic manufacturer investigation, complaint trending was reviewed for the lot code provided. One similar complaint was found. A sample was not received at the manufacturing site for evaluation for the report of a possible burr caused a capsular rupture therefore, the condition of the product could not be verified. Additional investigation for the cannula component was performed by the cannula supplier. Per the cannula supplier investigation, a sample was not received at the manufacturing site for evaluation for the report of a possible burr caused a capsular rupture therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual nonconformances. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a viscoelastic cannula with a possible burr used during a cataract surgery resulted in a capsular rupture which required the lens just implanted to be immediately removed and replaced with an alternate three piece lens. Additional information has been requested. Additional information received clarified that after the alternate lens was implanted into the patient's left eye, no further complications were noted.